Event description:
The hcp reported the device system was explanted 25 months after implant for "noneffective treatment of spasticity." It was returned to the MFR for analysis and not replaced. A follow up report will be sent when additional info is received.